Manufacturer narrative:
Date of event was reported as (B)(6) 2017.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a lossor change in therapy from their implantable neurostimulator (ins). The patient stated that their ins kept turning off and the symptoms returned sometime after an hour and sometimes in a few days. The patient did not feel the stimulation and the therapy was on. They confirmed they were on program 2 at 4.9 volts and the stimulation was on. The patient had not been accidently turning the stimulation off. It was noted that the patient was in the hospital for bronchial pneumonia (not related to the ins device/therapy). The patient had ¿no control at all¿ while they were in the hospital. No falls or trauma were reported that could be related to the issue. The patient was directed to increase the amplitude from 4.9 to 5.4 volts and they felt the stimulation in the correct area. The patient was going to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they physician checked and could not find any problems. Consumer reported it seemed to be cleared up now and they no longer are experiencing problems. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.